Event description:
Customer reported that his blood glucose reached 416 mg/dl less than a day after the pod was activated and when he removed it, he noticed the cannula never deployed.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the needle did not deploy. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.